Manufacturer narrative:
Intuitive surgical, inc. (Isi) will not be receiving the tip cover accessory for failure analysis as it was discarded. Thus, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if additional information is received. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that the tip cover accessory fell inside the patient. Although, the tip cover was retrieved and no patient harm, adverse outcome or injury was reported, it is unknown what caused the accessory to fall inside the patient.

Event description:
It was reported that during a da vinci-assisted inguinal hernia repair procedure, the tip cover accessory fell off the monopolar curved scissor (msc) instrument. The tip cover accessory was retrieved from the patient. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.